Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The pump was unable to prime during the prime/a33 test, then alarmed a33 during the prime/a33 test at 4.0 lbs and alarmed motor error during the basic occlusion test due to faulty fsr (gold). Unable to perform the occlusion test, excessive no delivery test and the dat due to prime anomaly and a33 alarm. The motor was tested outside of the pump and passed. Please see below for the motor error alarm listed in the downloaded pump history file. On (B)(6) 2022 11:56:10 alarm #43 - alrm_motor_error - motor error. On (B)(6) 2022 12:01:31 alarm #43 - alrm_motor_error - motor error. The following were noted during visual inspection: minor scratched display window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. Unable to complete the functional testing (occlusion test, excessive no delivery test and the dat) due to prime anomaly, a33 alarm and motor error alarm. Unable to confirm alleged hyperglycemia/high bg's. Motor error alarm was confirmed. Prime anomaly was confirmed. A33 alarm was confirmed.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. No harm requiring medical intervention was reported. The device will be returned for analysis.

Event description:
Customer experienced high blood glucose and was hospitalized due to high blood glucose event. Customer had symptoms like convulsion and syncope. Date of admission to the hospital was (B)(6) 2022. The device was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.